Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode dislodged one day post implant. Surgical intervention was performed and the electrode was repositioned. No adverse patient effects were reported. The electrode remains in service.